Event description:
It was reported that patient was revised on a left knee due to instability and pain.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event was confirmed by the medical records provided. The root cause could not be determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that patient was revised on a left knee due to instability and pain.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.